Event description:
It was reported that the pump alarmed "no disposable," and the pump wouldn't run. They have called several times for the same issue tonight. Alarm silenced and pump settings verified along with medication label. Pump turned off, line clamped, cassette removed and gently tapped on firm surface, and tubing massaged. Air bubbles noted in line. Cassette reattached, line unclamped and pump turned back on. Unfortunately, alarm continued. No patient injury was reported.

Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Manufacturer narrative:
Corrected data: h4: correction: device manufacturing date: 10-oct-2007.